Event description:
It was reported that the patient initially underwent a total shoulder arthroplasty. Approximately seven months post surgery, the patient underwent a conversion to a reverse total shoulder arthroplasty. The reason for the conversion was not provided. Approximately one month after the conversion, the patient had a revision surgery due to infection. There procedure was successful. It was stated that the patient had many comorbidities but no further information regarding these was provided. It was also stated tha that the patient was "sick" prior to the revision surgery. No further information was provided.

Manufacturer narrative:
A device history record review did not identify any nonconformance that could be related to the reported event and the sterile release record shows that there was no issue with the device sterilization. The device was not returned for analysis so physical investigation could not be performed. Based on the available information, there is no allegation that the reported event was related to the device. The patient had a number of unspecified comorbidities and these could have been a factor in the event but it is unknown as details were not reported. Infection is a known potential risk associated with the procedure and including in the instructions for use, therefore the most probable cause is known inherent risk of device.